Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing. This oversensing was found to be due to noise. The lead was explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces with the helix extended and clogged with tissue. Electrical testing as well as visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.